Event description:
Healthcare professional reports a case of lymphoma and other b-symptoms via mw (B)(4). The mw notes that: "the reporter called on behalf of pt who was diagnosed with alcl. The pt presented with anaplastic large cell lymphoma, diagnosed in 2013. History of hodgkin's lymphoma diagnosed in 2011. These two events came about after the pt underwent breast augmentation in 1994. In 2010, pt presented with an abnormal mammogram performed in 2010. Breast pain, skin color change, skin texture change, and inflowing diffusion from the right breast up to right check and shoulder. The pt was running a fever throughout the entire process. After an MRI and subsequent tests, the pt was diagnosed with hodgkin's lymphoma and underwent mantle radiation. In 2012, the pt underwent surgery essentially for a breast mass, but the pt also desired a mastectomy for removal of right and left implants and capsules. The pathology of the operation soon reported that the pt also has alcl; the mass had come from the lymphoma."

Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the a95/r95 study included in the labeling for saline breast implants. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture..." Infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (twinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.

Manufacturer narrative:
Medwatch submitted to the FDA on 07/24/2015. Device labeling: in the pass study, at least 1 reoperation was performed on 315 patients (36.5 percent) through 10 years. A total of 424 reoperations were performed. The primary reason for reoperation through 10 years on augmentation patients was implant deflation at 21.7 percent. The percentage of reoperations due to lump/mass/cyst increased from 8.5 percent of 293 reoperations through 5 years to 13.9 percent of 424 reoperations through 10 years. The occurrence of lumps, masses, and cysts can be expected to naturally increase as patients age and could be an explanation for the increase.

Event description:
This medwatch is for the right side. See MFR report # 2024601-2013-00941 for the left side.